Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that patient faced infusions set leakage between cannula and the tubing event on 12-jun-2024. Infusion set has been used for 1 hour. Caller replaced infusion set and resumed insulin successfully. No further information available.